Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when monitoring the temperatures of the pharynx and bladder, the bladder was 40.6 degrees celsius, whereas the temperature of the pharynx was 36.5 degrees celsius. After the lead cable was replaced, 44.0 degrees celsius was displayed . The duration of usage was unknown.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[directions for use] 1)method of use -do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. -do not wet the lead wire and the junction with extension cable." Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when monitoring the temperatures of the pharynx and bladder, the bladder was 40.6 degrees celsius, whereas the temperature of the pharynx was 36.5 degrees celsius. After the lead cable was replaced, 44.0 degrees celsius was displayed. The duration of usage was unknown.